Event description:
It was reported by the customer in australia that during a meniscal repair procedure on (B)(6) 2022, it was observed that the meniscal repair device did not deploy properly. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in australia that during a meniscal repair procedure on (B)(6) 2022, it was observed that the meniscal repair device did not deploy properly. According to the report, the needle on the device appeared to have been passed through the meniscus correctly; and it looked and sounded as though the trigger was pulled correctly. However, when pulling out the needle on the device to implant the second anchor, the first anchor had not deployed properly; and was still located within the needle. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up additional information was received about the event. Therefore, the event description has been updated accordingly to reflect the additional information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo revealed only the labels of the device reported. A manufacturing record evaluation was performed for the finished device lot number: 8l67585, and no nonconformances were identified. The photo do not provide enough evidence to confirm this complaint. Hands on analysis should provide the evidence necessary to confirm the root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.